Event description:
The company was informed that the patient's device was electively explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The pt is reportedly doing well with the new device. The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was lost during stimulation. The device passed most of the electrical tests performed. The device passed the mechanical test performed. It is believed that failure of this device is most likely due to a malfunction within the analog chip. Internal inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock is lost during stimulation. The device passed most of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.